Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The reported event was not confirmed. The device was cleaned and disinfected. No issue found. General check has been performed. System has been successfully tested as per the accepted procedures. System has been found to be in working condition as per service activity. System is ready for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would not open fully. There was no reported impact on patient outcome.

Manufacturer narrative:
H2) please see section b5 and the additional codes section for new information and new annex f code respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was a lumbar screw placement. There was an approximately ten minute surgical delay.